Manufacturer narrative:
Additional information: common name: oar ¿ injector vertoplasty (does not contain cement). Product code: oar. Investigation summary: a review of the complaint history, device history record, specifications, drawing, quality control, instructions for use, and a visual inspection / functional test of the returned device were conducted during the investigation. The duro-100 was returned in used condition. The piece that was broken was part of the slotted section of the handle where the plunger fits into the syringe barrel and the barrel was turned clockwise until it locks into position. The handle is manufactured from polycarbonate, which is a strong polymer with high impact resistance. The plunger functioned properly; it was able to be screwed/unscrewed and fit was secure. No burrs or damage was noted in threads. A plastic piece on the proximal end (by the plunger) of the handle was separated. There were minimal signs of shear damage based on inspection of the fractured surface of the returned device. It is likely the piece was snapped off. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no other non-conformances associated with the complaint device lot number. It should be noted there were no other reported complaints for this lot number. There was no evidence to suggest all items in the lot or similar devices in house are nonconforming/defective. The reporter suggested that the piece broke because too much pressure was placed while the radiologist was screwing to make the cement go through the syringe. Due to the location of the break (the slot above the locked in syringe), it is feasible that excessive pressure on the syringe by the injector caused the handle slot to break. It is also feasible that the syringe was not fully locked into the slot, causing an uneven pressure load in this area. Based on the information provided, the examination of the returned product, and the results of our investigation, the likely root cause of the event is product use and handling related - excessive pressure. The device was supplied with an instructions for use that provides intended use, precautions, warnings and instructions for use for this device, including guidance for injection to prevent blockage/pressure build-up. The quality engineering risk assessment for this failure mode was reviewed and it was determined that no additional risk mitigating activity is required at this time. The appropriate personnel will be notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing a vertebral cementoplasty. The physician reported that the pistolet of the duro-ject vertebroplasty injector set broke during a procedure. The user exerted 'too much pressure" while he was screwing the device to make the cement pass through the tube. A new injector set was obtained and used to complete the procedure. There are no reported adverse patient consequences. The device is reportedly available for evaluation, however it has not been received by the manufacturer as of the date of this report.